Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited false atrial fibrillation episodes. Upon review, atrial fibrillation episodes were determined to be due to premature atrial contractions causing inconsistent intervals.